Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of foetal death ("lost our babies"), amniorrhoea ("began leaking fluid at (B)(6)"), premature separation of placenta ("placenta got tear") and pregnancy with contraceptive device ("twin pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced foetal death (seriousness criteria medically significant and intervention required), amniorrhoea (seriousness criterion medically significant), premature separation of placenta (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and twin pregnancy ("I was expecting twins and sadly lost our babies"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the foetal death, amniorrhoea, premature separation of placenta, pregnancy with contraceptive device and twin pregnancy outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered amniorrhoea, foetal death, pregnancy with contraceptive device, premature separation of placenta and twin pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. On 6-nov-2018: after routine quality activity a correction was performed regarding the assessment of the event ¿I was expecting twins and sadly lost our babies¿ that was regarded as related and the intervention required was assumed for the event ¿lost our babies" and it was considered unlisted . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.